Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion and three openings. Leak test and microscopic analysis was performed which identified: one opening crease smooth on the anterior and two openings striated on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: two striated openings due to surgical damage consist in the use of some surgical tool and one crease smooth opening on the anterior due to fold flaw opening.

Event description:
Patient reported a left side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Reason for reoperation is deflation.

Event description:
Device was explanted.